Event description:
It was reported that the implant was contaminated since it fell from the mount. The procedure was completed using another device.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One implant and cover screw were returned for investigation .there was no allegation against the cover screw. Additionally, one unknown biomet mount was reported but not returned. Visual evaluation of the as returned products identified that they were in good condition. Functional testing was conducted. No malfunction was identified with the returned products. Pre-existing patient conditions, tooth location, x-ray, and implantation duration are not relevant to this investigation. Picture evaluation: picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/08/01. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, under the section 'precautions', it is stated that improper technique may lead to device failure. DHR review: DHR could not be reviewed for the unknown mount since the lot number was unknown. Complaint history review: complaint history could not be reviewed for the unknown mount since the lot number was unknown. Post market trending review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and functional testing,mount malfunction and the reported event could not be verified since the mount was not returned and exact details of event and condition of the products during the time of placement remain unknown and unverifiable.